Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery. The first emboshield nav6 was advanced past the lesion without issue, but the filter would not deploy. During the deployment attempt, the handle broke. The device was removed without issue. The second emboshield nav6 was advanced without issue, but the filter would not deploy, and the device was easily removed. The third nav6 was advanced 4 cm past the target lesion. An attempt was made to deploy the filter, but it would not deploy. The nav6 was pulled back 3.5 cm, and was able to be deployed successfully just a half cm past the lesion. The delivery catheter was then used to slowly push the filter 4 cm past the lesion and the procedure was completed. The patient had a good outcome. It was noted that the sheath had manly kinks in it, and the physician believes this may have been the reason for the failure to deploy the filters. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deploying the filter were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.